Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was vomiting and had abdominal pain. A bg meter reading was taken, and it was found the cgm was reading inaccurately when compared to the bg meter, however, no specific values were reported. A urine ketone test was also done, and the patient had small to moderates ketones. The patient¿s mother treated the patient with insulin injections per routine diabetes management and called the patient¿s endocrinologist for advice. The doctor advised that the patient¿s omnipod insulin pump be put into manual mode. The following day on (B)(6) 2024, around 730am, the patient was brought to the emergency room (ER) by his mother. At the emergency room, the patient was diagnosed with dka, he was also dehydrated. The patient was treated with IV saline. A bg meter reading was taken in the emergency room, and it was discovered the cgm was still reading inaccurately (no specified values were reported). The patient was discharged later the same day. On (B)(6) 2024, it was reported that the patient continued to receive cgm inaccuracies, one example was the cgm reading 387 mg/dl and the bg meter reading 297 mg/dl. Another example on (B)(6) 2024, was the cgm reading low mg/dl and the bg meter reading 387 mg/dl. On (B)(6) 2024, (the day of report), the patient¿s mother stated the cgm was reading 255 mg/dl, and the bg meter was reading 297 mg/dl. The sensor was removed at this time. The patient was not feeling well and had the flu at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the patient was taken to the ER and after being treated with IV saline, there were no reported glucose values available to search within the parkes error grid calculator. On (B)(6) 2024, the reported glucose values fall within the a zone of the parkes error grid. Another example on (B)(6) 2024, the reported glucose values fall within the d zone of the parkes error grid. On (B)(6) 2024, the reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).